Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the physician decided to redeploy the device to a new position. During the pull and hold test, the device left position, so the physician recaptured the device and tried for a third time to deploy it to another position. When the device was deployed and the physician was pulling the delivery system away, at that exact moment, because of the serious valve disease, the device along with the catheter were rapidly pushed out of the right ventricle to the right atrium. The push was so hard that the device¿s tether wrapped around of the old atrial and old ventricular lead. The physician tried to recapture the device, but it was impossible to move. He stopped leadless ipg implant procedure, and he started lead¿s extraction. Both leads were smoothly extracted, and the leadless ipg was recaptured into the cup. The fourth attempt was completed normally. When the physician was gently applying tension to the tether to decide which side to cut, he stated that he is feeling high resistance in both sides. He cut one and he started to pull out the tether. After tether¿s removal he used fluoroscopy again to confirm device¿s position, but the device had been moved back from the initial position with only one tine holding it in place with no capture. The physician decided to use micro snare but he didn¿t back-load the snare in to the delivery system. He removed the delivery system away and he backed-load the snare to the introducer. Meanwhile the device had been moved to the right atrium. The physician most of the times captured the device from the tines, because of device¿s continuously movement inside the right atrium, so it was impossible to enter the introducer. Only once he captured the device from the body but the device again was unable to enter the introducer. He pulled the introducer and the snare which was holding the device, from the right atrium in to the femoral vein. The device stuck approximately at the navel¿s level, a few centimeters before the vein¿s exit. The physician was unable to capture again the device, leaving it there and set it to off. Patient was hospitalized and removal of the leadless ipg is scheduled. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that second attempt to retrieve leadless ipg from the femoral vein with the use of two snares, but the attempt was unsuccessful. Device was left in the exit of the vein. Patient was discharged from the hospital without symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.